Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 848.7 mcg/day via an implantable pump. It was reported that a pump pocket exploration was done to evacuate a potential hematoma. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the patient had a pump pocket exploration to evacuate a potential hematoma on (B)(6) 2020. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.